Event description:
It was reported that during a da vinci s hysterectomy procedure, one of the blades from the monopolar curved scissors instrument broke off and fell into the patient. The procedure was extended 3.5 hours due to the time spent by the surgical staff looking for the broken blade. A gel port was added and a port incision was extended in order to inspect the patient's bowel and remove the broken blade. The planned surgical procedure was completed.

Event description:
It was reported that the patient has expired. It is unknown if the death was device related. Per the operative report of (B)(6) 2010, when the operation was completed, "the patient was taken to the surgical intensive care unit in critial condition." The cause of death has not been provided.

Manufacturer narrative:
Device not returned.this event was learned through implant patient registry. This patient has other related events, (B)(4). Through follow-up with the health-care provider, a response and a copy of the operative report was provided. However, the cause of death was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.